Event description:
The surgeon reported that one of his pts had a distal radius fracture. The surgeon further reported that the variax wrist plate was used, of which the screws migrated and because of this, the plates are not fixed very well anymore.